Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer plugged pump into power, pump resumed normal function, and no additional corrective actions were documented.